Event description:
In 2008, a patient was treated with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and two contralateral leg components with one contralateral limb to extend the right side and the other contralateral limb to extend the left side. The next month, the patient underwent a femoral-femoral bypass due to occlusion of the right limb. According to the physician, the contralateral limb was inserted 4 mm above the long body marker and caused narrowing of the ipsilateral limb. The patient is recovering from the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.